Manufacturer narrative:
During technical onsite visit the field service engineer (fse) replaced the shutter. The system meets specifications according to service installation record. The shutter was returned. Failure analysis shows the reported problem cannot be confirmed. Functional inspection of the shutter shows no issues, the shutter met specification. The root cause could not be determined conclusively. No technical root cause was identified as the shutter was found to be within specifications. The shutter was replaced as a preventive measure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A facility representative reported the eye tracker quality drops from 90% to 0% when the laser pedal is pressed. It remains at zero percent when released. The customer had to restart the system to continue with the surgery. Additional information has been requested.